Manufacturer narrative:
A ge rep evaluated the system and found the commercial power to the hospital was out of tolerance. Transformer outputs to the system were adjusted and the system operates as intended.

Event description:
It was reported that the workstation was sounding an alarm, and that the system would not boot. No patient injury was reported.